Event description:
It was reported that post a coronary drug-eluting stenting treatment procedure, restenosis occurred. The 70% greater stenosed target lesion was located in the saphenous vein graft (svg) to posterior descending artery (pda). With direct stenting, a 2.75x12mm taxis express2 drug-eluting stent was implanted. The stent appeared well positioned and well apposed. Angiomax was given during the procedure; post procedure the patient was compliant with taking 75mg of plavix per day. One year and six months later the patient presented with chest pain. An angiogram confirmed 80% restenosis in the taxus express2 stent. To treat the restenosis, a 3.0x12mm cutting balloon was inflated to 10atms for 30 seconds. Then a 3.0x23mm promus was positioned in the taxus express2 stent with overhang extending on each end. It was deployed at 14 atms for 20 seconds. No additional patient complications were reported. The patient's current condition is listed as "ok".

Manufacturer narrative:
It is indicated that the device is not being returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. A similar complaints review was completed for the last three batches shipped to the customer before this event; no similar complaints of this nature were related to these batch numbers. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.